Event description:
It was reported that the patient's ipg was no longer operable. The patient was noted to use continuous burst stimulation. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient¿s ipg was inoperable. Therapy was on continuous burst. Surgical intervention was taken where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.